Event description:
The home patient (hp) contacted global technical services regarding an alarm during drain 1 of 5 on the homechoice (hc). The technical service representative (tsr) had the home patient (hp) troubleshoot and press stop/go and the alarm repeated. The tsr bypassed the hc to fill 2 of 5. The hp thought that they saw fibrin in the lines. The hp would call back if they had any more problems or questions. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012, regarding the alarm and the possible fibrin in the lines. The rn stated that they have not heard from the home patient (hp) and did not know that they had any issues. Product surveillance (ps) spoke with the home patient (hp) on (B)(6) 2012, regarding having to start over with new supplies due to an alarm. The hp stated that they were able to do the therapy manually after they bypassed. The hp reported that when they removed the set up, they did not see anything visibly wrong with the supplies. However, the hp did state that it was not fibrin that they saw in the lines as initially reported. The hp stated that they know what fibrin looks like and what they saw in the lines looked brown in color and resembled lint. The hp could not recall which line they saw this in. The hp stated that they have since, continued therapy with the homechoice (hc) and everything was going well. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.